Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an air bubble that was detected, and the patient cannot resume the infusion after receiving the message. Despite repriming the pump and attempting to clear the air, the infusion cannot proceed. This issue occurred with two different patients infusing two different types of medication using the same tubing. The problem persisted across several serial numbers and pumps. Even after replacing the pump for the patient, still encountered the same exact issue. No patient harm was reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.